Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that the string was at the wrong end of the tampon. No injury was reported.